Event description:
The MFR rec'd info alleging a ventilator would not turn off and emitted a burning smell. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. A thermal event was identified on the device's system board. The thermal event was confirmed to this area and did not damage or enter the air path.